Manufacturer narrative:
(B)(4). No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as a MDR since the treating doctor considered the event was serious and life threatening to the patient and the invisalign system aligners were being used at that time.

Event description:
The patient reported symptoms of uvulitis (inflammation of the uvula), sensation of throat closing, difficulty breathing, difficulty speaking and sores on the back of the throat. The patient reported visiting the ER to alleviate the reported symptoms. The patient reported being prescribed prednisone to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2017. The treating doctor considered the event was serious and life threatening to the patient.